Event description:
Additional information received indicated the surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device exhibited normal battery depletion and no malfunction was identified.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the external device is showing elective replacement indicator. Patient is receiving therapy. Surgical intervention may take place at later date to address the issue.